Event description:
The pt reported that she had an infusion set separate at the luer lock connection. The pt reported that her blood glucose elevated to the 390-400 mg/dl range. The pt's normal range is 70-120 mg/dl. The pt reported that she changed her infusion set and bolused to reduce her blood glucose value. The pt did not require medical attn from a healthcare professional or second party to address the issue. The prod was requested to be returned for evaluation.